Event description:
The article, "impact of membranous septum length and valve calcification on permanent pacemaker implantation after surgical aortic valve replacement", was reviewed. This research article is a retrospective single-center experience to evaluate whether membranous septum (ms) length and aortic valve calcification measured on preoperative computed tomography (CT) are associated with the risk of permanent pacemaker implantation (ppmi) due to atrioventricular block after surgical aortic valve replacement (savr). The devices included in the study were inspiris resilia, magna, magna ease, epic supra, trifecta, on-x, regent, and top hat. The article concluded that short ms length and high aortic valve calcium score on preoperative CT were associated with increased risk of ppmi following savr. These findings support the expanding role of CT-based anatomical assessment in surgical planning and underscore the need for prospective studies to refine risk stratification and guide operative strategies. [The primary and corresponding author was vinayak bapat, minneapolis heart institute at abbott northwestern hospital, minneapolis, mn, with corresponding e-mail: vnbapat@yahoo.com.] This study included patients who underwent savr and had preoperative CT imaging from 01 january 2020 to 30 april 2023. A total of 425 patients were included in the study, of which 2.8% (12) received an abbott device. The average age of the no new permanent pacemaker implant group was 69 years. The average age of the new permanent pacemaker implant group was 70 years. The majority gender was male. Comorbidities included complete right bundle branch block, complete left bundle branch block, aortic regurgitation, and aortic stenosis.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including complete right bundle branch block, complete left bundle branch block, aortic regurgitation, and aortic stenosis. Complications reported included heart block, surgical intervention (permanent pacemaker), unexpected medical intervention (temporary pacing), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.